Event description:
It was reported that an accolade ii stem was revised to exeter. Surgeon, "diagnosed subsidence and loosening, fibrous tissue in canal, no bony ingrowth to pressfit stem".

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade ii stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding subsidence involving a size 6 accolade ii 127 deg was reported. The event was not confirmed. Device evaluation and results: visual inspection of the returned device indicated signs of normal use. Dimensional and functional evaluations were not performed as the device was implanted. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves the revision of a stem and head due to subsidence and loosening. It was reported that there was fibrous tissue in the canal and no bony ongrowth to pressfit stem. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
It was reported that an accolade ii stem was revised to exeter. Surgeon, "diagnosed subsidence and loosening, fibrous tissue in canal, no bony ongrowth to pressfit stem".